Event description:
It was reported that during a da vinci-assisted inguinal hernia - bilateral surgical procedure, the mega needle driver instrument did not open inside the abdomen. The instrument was inspected prior to use, and nothing was observed out of the ordinary. The surgeon was performing a tissue resection at the time of the incident. Use of the instrument was discontinued, and it was replaced to a large needle driver instrument. No fragment fell into the patient. The customer completed the procedure, and no known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the instrument was not closed on tissue, there was no issue removing the instrument, and the jaws were straight. There was a broken cable at the tip of the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the mega needle driver instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega needle driver instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly on multiple attempts. Visual inspection displayed no signs of physical damage. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.